Manufacturer narrative:
(B)(4). X-rays demonstrates herniated nucleus pulposus (hnp) with some minor instability at l4/5. Tlif performed with 6.5x5.0 mm screws. Right lower screw may have broken within pedicle. Fusion has occurred suggesting that instrumentation met its intended function. However, s1 pedicle appears to be large which suggests 7.5 screws could have been used.

Event description:
It was reported that the pt underwent a plif at l2-l3, l4-l5 using interbody devices and posterior fixation instrumentation. The pt complained of right buttock pain after 210 days post op. The x-rays found that l4-l5, l2-3 bulging disc; central canal stenosis at l3-4 bulging disc; suspicious severe central canal stenosis at l4-5; soft tissue density at left subauricular area, post-operative fibrosis or recurrent disc; left neural foraminal stenosis; and l5-s1 broad based central protrusio. It also found the screw on lower right side was broken. No revision surgery is planned since fusion completed.